Event description:
It was reported that during the preparation of a wanda balloon the catheter dislodged from the balloon. No patient complications were reported and the patient's status is fine.this product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Upn- upn search corrected from unk482 to h95sch505100. Device evaluated by MFR: the device was returned with the protector sleeve on balloon. The balloon was not detached from the device. There was no damage noted to shaft of device. A 0.035 inch guide wire passed through device without issue. The protector sleeve was removed from the balloon without issue and no damage was noted to the balloon. No damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the preparation of a wanda balloon the catheter dislodged from the balloon. No patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to a marketed us device.